Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The investigation determined that the customer did not have the lower technical test limit set correctly in the analyzer software. The customer updated the technical limit information for the test in the analyzer software which resolved the issue. The customer declined a service visit. No systemic issue was identified with the device during the investigation of the event.

Event description:
This report summarizes 1 malfunction event where an erroneous result was generated by the cobas c501 analyzer. The event involved one patient with an erroneous result for tina-quant hemoglobin a1c gen.2 (hba1c). The patient was female. The patient's age and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.